Event description:
Patient was to undergo video swallow procedure in radiology department. X-ray table was moved to upright position for patient to sit. Two healthcare professionals tested the lock on the footrest by bearing weight on it. It was secure. When the patient moved tothe lateral seated position, the left side of the footrest allegedly let loose and the patient fell to the floor. Patient was x-rayed and examined. Dx:lower back strain.